Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the augmentation alarm limit couldn't be adjusted. The customer said, "after pressing the augmentation alarm on button the scroll up and down buttons had no effect." The customer replaced the unit. No patient injury was reported.